Event description:
Gioppo, a., farago, g., giannitto, c., caputi, l., saladino, a., acerbi, f., ciceri, e. (2017). Sacral dural arteriovenous fistulas: a diagnostic and therapeutic challenge ¿ single-centre experience of 13 cases and review of the literature. Journal of neurointerventional surgery, 10, 415¿421. Medtronic review of the literature article found a retrospective review of 13 patients (4 female, 9 male, with a mean age of 64 years) who underwent treatment at a single facility for sacral dural arteriovenous fistula (davf) from january 2006 to december 2016. 10 patients were treated/initially treated by endovascular approach with glue (n-bca) and 3 patients were treated/initially treated with surgical clipping. There was no reported device malfunction. No major or permanent complications were observed during post-operative hospitalization. Noted adverse patient events in the procedure included: in one patient, two surgical attempts prior to a conclusive endovascular embolization were performed, due to unsuccessful identification of the draining vein during dural exposure. One patient underwent an incomplete endovascular attempt and complete occlusion of the fistula shunt could only be achieved with subsequent surgery. In one case a temporary paraplegia after embolization, which resolved in few days after high corticosteroids therapy, interpreted as a possible contrast-induced neurotoxicity. In one case a cerebrospinal fluid leak after surgical clipping that resolved spontaneously in 1 week. None of the adverse patient events were noted to be associated with the marathon microcatheter. It was noted that 2 patients included in the study review died during the follow-up period but the deaths were not related to the medtronic device or the procedures.

Manufacturer narrative:
A2. The reported patient age (64 years) is the mean age of all patient included in the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.